Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No button error alarm noted. All buttons function properly. No damage noted on keypad traces. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported that he experienced high blood glucose, customer did not have any symptoms. Customer reported that he was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the admission was 797 mg/dl. Customer was wearing the insulin pump at the time of emergency room visit. During troubleshoot; customer stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer did not find an insulin leak. Customer stated that time, date basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Button error alarm found in history on (B)(6). Customer removed the infusion set and the cannula was bent. Customer was advised to change the entire infusion set and reservoir. Blood glucose is 310 mg/dl. Nothing further reported